Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had vibration anomaly. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump had no distinct enough and does not feel it vibrate. The customer reported that they did hear the differences between the two audio beep volumes 1 and 5. It was reported that the vibration doesn't feel it and it was not strong that it need to be. The insulin pump will not be returned for analysis.